Event description:
It was reported that during a surgical procedure, the bur broke.the procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke.the procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Correction: d9; the device was not available for return. Additional information: d4: UDI is unknown as the part/ lot number was not reported. H6: the quality investigation is complete.